Event description:
Review of information indicates high rv (right ventricular) pacing impedance noted. The lead was replaced. It was subsequently reported by the patient that the lead was replaced due to high readings, apparently caused by a lead fracture, even though it was not visible on x-ray. The patient also reported that no shocks were delivered. Additional information was later received reporting noise post-pacing, high pacing impedance (greater than 2000 ohms), increasing nsvt episodes, and increasingly higher thresholds. No patient complications were reported as a result of this event.